Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that all the buttons of the insulin pump were harder to press. The insulin pump had rejected new batteries, had a hairline fracture on the screen and casing, was receiving random no delivery alarms frequently forcing pt to change the set and rewind. The customer stated that sometimes the insulin pump screen had black lines. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.